Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This complaint represents the bav used in the procedure. Please reference related manufacturer report no: 2015691-2016-00967. Imaging was reviewed with an edwards physician. The procedural cine was reviewed and the following was observed: the 3 aortic valve cusps were well aligned, the leaflets were heavily calcified, calcium was seen in the ascending aorta, bav was completed, post-bav image shows the wire was outside of the silhouette of the left ventricle and blood (white-out) was seen in the pericardium, contrast (blushing) was seen outside of the left ventricle and ascending aorta, the s3 valve was implanted in aortic annulus 45:55 aorta/ventricle, the valve was not fully expanded and appeared oversized for the annulus, and there was a dissection seen in the ascending aorta. Impressions: the annular rupture was unable to be confirmed. Blushing was seen around non-coronary cusp and right coronary cusp. Cine images show the valve was under expanded and appeared oversized for the aortic annulus. However, the annular size was unable to be confirmed without the pre-op CT. A dissection of the ascending aorta was confirmed. Cine images show an ascending aortic dissection, but did not show the flex tip of the delivery system navigating around the arch. However, the delivery system was seen on cine touching the ascending aorta at the location of the dissection. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, as seen on image review, the guidewire likely perforated the left ventricle during bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in italy, after bav was performed and a 23mm sapien 3 valve and delivery system crossed the native annulus, the patient became severely hypotensive. The devices were pulled back to allow for recovery, however, the hypotension persisted. Tte showed a pericardial tamponade, inotropes were administered and CPR was performed. A pericardial drainage was performed and 100cc of blood was aspirated from the pericardial sac. The severe hypotension persisted so the valve was implanted and an intra-aortic balloon pump device was inserted. Aortogram showed an ascending aortic dissection. The intra-aortic balloon pump was functioning for 20 minutes, however, no spontaneous cardiac activity was observed and the patient expired. The aortic dissection was thought to be caused by an aortic root rupture extended to the ascending aorta caused by the bav and a dissection from the delivery system during navigation through proximal ascending aorta.